Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "pump fail" error message on first screen after booting up. A red "x" icon appeared on perfusion screen. Issue appeared only on first standby screen, which could select four menus (perfusion, configuration, service and shut down.) The device was not changed out, as the user turned the sys on and off three times and the error message and red "x" icon disappeared. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #s: 1828100-2014-00713, 1828100-2014-00715 and 1828100-2014-00716.